Event description:
A hospital in (B)(6) reported that there was a leak on the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit, causing a delay in therapy, during which the infant was manually ventilated. This was found during set up. No patience consequence has been reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare, (B)(4). We will provide a follow up report upon completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint breathing circuit was visually inspected, pressure tested and submerged in a water bath to test for leaks. Results: a visual inspection revealed a 6mm puncture in the evaqua expiratory limb . The evaqua expiratory limb appeared to have been punctured by a sharp object, approximately 80mm from the connector of the pressure port. The pressure test revealed the pressure drop to be outside the specification for this product. The water bath test identified the leak to be from the location of the puncture on the expiratory limb. A lot check could not be performed as no lot number was provided. Conclusion: the evaqua expiratory limb appeared to have been punctured by a sharp object. We are unable to determine what caused the observed damage to the circuit, but it most likely happened during transport or while in storage or use at the customer facility. All circuits are pressure and flow tested before they are allowed to leave the production line. This is an automated process and the circuit would have met the required specification at the time of production. Our user instructions that accompany the rt235 breathing circuit contain the following statement: "use caution when positioning the circuit. Sharp or harsh edges and surfaces may damage the expiratory limb". No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that there was a leak on the expiratory limb of an rt235 infant dual-heated evaqua breathing circuit, causing a delay in therapy, during which the infant was manually ventilated. This was found during set up. No patience consequence has been reported.